Manufacturer narrative:
The manufacturer previously reported received information alleging that a ventilator inoperative condition occurred on a bipap a40 pro device. In addition, pressure issues were alleged. There was no patient harm or serious injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and noted the ventilator inoperative alarms did show in the error log. The oxygen sensor in the unit is reading high at ambient air conditions. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The bipap a40 pro (cax3100t12) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.

Event description:
The manufacturer received information alleging that a ventilator inoperative condition occurred on a bipap a40 device. In addition, pressure issues were alleged. There was no patient harm or serious injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro ((B)(6)) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.